Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/compromised force sensor system and displacement test. Insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm motion sensor test failure alarm or perform the occlusion and no delivery test due to motor error alarm. Insulin pump had cracked case at display window corner, reservoir tube lip, minor scratched display window and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had error alarm. The customer's blood glucose level was 96 mg/dl at the time of incident. It was also reported that the insulin pump passed displacement test. The customer was advised that insulin pump need to be replaced. Insulin pump will be returned for analysis.